Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received a complete lead was returned in one piece. Visual examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited loss of capture and high pacing impedance. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.